Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an aberrant high out of range shock impedance measurement. Technical services (ts) reviewed and advised shock impedance measurements returned to normal limits the following day. Reprogramming was subsequently completed. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.